Event description:
Information received from the field notes that one week post implant, intermittent ventricular capture was observed. There was no capture in the unipolar configuration at 4.0v, but capture was seen in the bipolar configuration at 4.0v. Autocapture was turned on, but on august 1, 2002, the patient was seen again due to syncopal spells. Autocapture was turned off and the device was programmed to the bipolar confuguration with no further anomalies.